Manufacturer narrative:
(B)(4). A used patient sample was received for evaluation. Visual and functional inspections were performed. Functional testing performed included leak testing, clamp function test, and clear passage testing. The device passed all functional testing. Visual inspection identified a damaged bent spike. The reported connection issue was verified due to the bent spike. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mis-spike occurred between the transfer set and a bag when connecting via clean flash. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received but has yet to be evaluated. Should additional relevant information become available, a follow-up report will be submitted.